Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, a piece of plastic from the hemopro fell off in the patient's leg and required retrieval. It is unknown if this was the conical tip or the silicone coating of the tissue welder jaws. It was not too far from the incision so the harvester just reached in and retrieved the piece from the original incision. There was no additional intervention required. The staff only kept the broken piece to return for investigation. A replacement unit was used to complete the procedure. The hospital did not report any patient complications as a result.